Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. (B)(4). Results of investigation: the carefusion factory service department received the suspect component and was able to verify the customer's reported issue. Visual inspection reveals power flex connector has damaged pins. Pins 2,3,4, and 5 are burned. The suspect device was scrapped and a replacement was sent to the customer.

Event description:
The customer reported that there was damage to the dc input connection of the ac adapters. There was no reported patient involvement.